Manufacturer narrative:
Ge healthcare has investigation has completed. Gehcâres investigation of the cause of the patient mucosal burn considered multiple hazardous situations including overheating of the probe, probe damage permitting disinfectant ingress and seepage, and potential probe reprocessing errors. The investigation evaluated the probe involved in the incident along with a review historical complaint data and information provided by the user describing how they performed probe reprocessing. It is concluded that an isolated case of insufficient probe reprocessing by the user is the cause of the patient burn, as they failed to follow ge healthcare has written instructions within the product user guide. Based on this information, it has also been concluded there is no product root cause, and no additional actions are needed by ge healthcare. Existing product mitigation's in place are still applicable and effective. To prevent future occurrence of such incidents at this customer site, a re-training of the end user to recommended probe reprocessing techniques was performed.

Manufacturer narrative:
Legal manufacturer: hcs horten - strandpromenaden 45 norway horten vestfold, n-3191. A ge healthcare service engineer visited the customer and received additional information. The customer reported the 9t-rs probe was inside the patient for 45 minutes. After the probe was extracted, they immediately observed lesions on the lip & tongue. Injuries consistent with a possible chemical burn to the mouth, tongue, extending into oropharynx, larynx, with acute inflammatory changes and superficial ulceration throughout the esophagus, was confirmed by endoscopy. The patient's burns were treated conservatively, and it was reported the state of the patient is improving. Ge healthcare service engineer's evaluation of the probe and the user facilities probe cleaning & disinfection process concluded the probe did not fail to function nor did it fail safety tests. Ge healthcare's investigation into the root cause is ongoing.

Event description:
Ge healthcare received a report of a pediatric patient injury post-surgery/hemodynamic procedure from the user facility biomedical engineer. The facility reported that the 9t-rs probe was overheating, and the patient's mouth was burned. They stated the system did not report any high temperature alarm and no problems were observed with the probe.